Manufacturer narrative:
The investigation for the low pump flow has been completed. Clinical details states that the cp was then started in auto but only achieved flows of approximately 1.8l. The data logs confirm low pump flow for matching p-level. There were continuous suction alarms after switching to p7 and after p-level changes. There were also impella position unknown and impella position in aorta alarms. The logs also show placement signal trending downwards before explant. The product was inspected and there were no kinks or other visual abnormalities. There was dried dextrose which cleared after soaking. The pump was run in the lab and the low pump flow issue did not reproduce. The root cause of the low pump flow was most likely patient condition related. Added- h6 impact code 4629 added-d8 device available for evaluation changed to yes.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient had an impella cp implant and after the pump was implanted, low pump flows were observed. The pump was placed at p7 and immediate suction was observed. This continued when the pump was at p2. The physician elected to replace the impella. No patient harm has been reported.